Manufacturer narrative:
Device evaluation of battery pack was unable to be competed due to battery pack being misplaced. The reported problem (battery won't hold charge) has been confirmed by distributor but was unable to be confirmed at OEM. The distributor confirmed the battery failed a battery capacity test. The full charge capacity was below spec and was unable to power on a monitor. The evaluation included download data review and functional testing of the output voltage and charging circuitry. The root cause was aging battery cells. No adverse event resulted from the damaged battery.

Event description:
A us distributor reported that a battery would not power on a monitor.